Manufacturer narrative:
During the eval of the device at the third party service ctr, a failure of the device to power on was observed. The device's power mgmt board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.